Event description:
It was reported that the patient had an inflatable penile prosthesis (ipp) revision due to difficulty with the device. The ipp was replaced because the cylinders would not inflate. The original reservoir was kept in place and the cylinders and pump were replaced. The device was fully functional and there were no patient complications.